Event description:
It was reported that the implantation of the advancexp sling caused some additional bleeding as it was being repositioned. The initial position of the advancexp sling was too proximal, and the surgeon therefore repositioned it to a more distal location. The physician believed that this additional bleeding was related to the design of the advancexp sling and the protective tyvek sleeves. The physician reported that the sleeves pulled back when the advancexp sling was positioned to expose the first chevrons closest to the mesh. This pulling back and the exposure of the tyvek sleeves occurred prior to the plastic and tyvek sleeves being cut or removed. The physician felt that this issue caused some additional bleeding at the point where contact was made between the chevrons and the skin. As noted above the tyvek sleeves did not leave any chevrons exposed when the package was initially opened. There did not appear to be a package issue, and the product and package appeared to be correct for the procedure. The surgeon reported that no adverse health effects occurred. The advancexp sling was successfully implanted.

Event description:
It was reported that the implantation of the advancexp sling caused some additional bleeding as it was being repositioned. The initial position of the advancexp sling was too proximal, and the surgeon therefore repositioned it to a more distal location. The physician believed that this additional bleeding was related to the design of the advancexp sling and the protective tyvek sleeves. The physician reported that the sleeves pulled back when the advancexp sling was positioned to expose the first chevrons closest to the mesh. This pulling back and the exposure of the tyvek sleeves occurred prior to the plastic and tyvek sleeves being cut or removed. The physician felt that this issue caused some additional bleeding at the point where contact was made between the chevrons and the skin. As noted above the tyvek sleeves did not leave any chevrons exposed when the package was initially opened. There did not appear to be a package issue, and the product and package appeared to be correct for the procedure. The surgeon reported that no adverse health effects occurred. The advancexp sling was successfully implanted. It was further reported that the patient bleeding was treated with pressure and electrocautery. The bleeding stopped after this intervention was taken.